Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a product experience report (per) form that this patient received an inappropriate shock due to oversensing. According to the physician, the patient had retracted the electrode into the pocket. The electrode is wrapped around the device. The physician elected to program the device's tachycardia mode off while this patient's treatment plan is being evaluated. Boston scientific received information from the field clinical representative who confirmed that the device's tachycardia mode has been programmed off and the patient has been prescribed a lifevest. The patient has been scheduled for an in-clinic evaluation in (B)(6) 2018. No intervention has been scheduled at this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in early (B)(6) 2018. The subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode were explanted. A single chamber implantable cardioverter defibrillator (ICD) device and implantable transvenous right ventricular (rv) defibrillation lead were implanted. The electrode was received at boston scientific's return products department.